Manufacturer narrative:
The pt weight is unavailable from the site. Software has not been evaluated as of the date of this report.

Event description:
A site rep reported that the doctor alleged an inaccuracy while in a cranial procedure. They were performing a transsphenoidal and did a pointmerge registration that resulted in a predicted accuracy value of 2.0. The doctor navigating near the pituitary, he felt he was inaccurate by about 2 mm anterior. The doctor was confident of the accuracy laterally, which he considered more critical. The surgeon continued using navigation and completed the case. There was no impact on the pt outcome.